Event description:
It was reported the patient had withdrawal starting (B)(6) 2013. The patient went to the emergency room on that date. The patient was given enough medicine to last the next two days. It was not determined what was happening and why the patient had withdrawal. The patient was getting refills every 9 weeks as of (B)(6) 2013. On that date the patient wanted a larger pump, so the pump was moved from her abdomen to her back and a larger pump was implanted. The next refill date was not until april. The patient moved on (B)(6) 2013 and did not have a managing doctor, but did have a general doctor. The pump was being used to deliver fentanyl and bupivacaine. Additional information received on (B)(4) 2013 reported the patient had gone to the emergency room a week or two ago because she was going through severe withdrawal. The patient went back to the emergency room last night because it was thought the patient was showing signs of stroke. The patient¿s heart was checked and it was fine. It was thought the patient got too much fentanyl and the symptoms the patient had were overdose symptoms. The patient was having withdrawal symptoms on the date of the report. No alarms were noticed. The patient¿s health care provider (hcp) advised het when he checked the pump last week that it was fine. It was reported later that day the patient felt the pump was not working appropriately and was going through withdrawal. The patient symptoms were yawning, nausea, and discomfort (¿very uncomfortable¿). The next day it was reported the patient was having issues with the pump and it seemed to malfunction. The patient went to the emergency room 3 times in the past 2-3 weeks. On monday night the patient had chest issues and other unusual signs. It was thought the patient was having a stroke. The patient went to the emergency room and everything was fine. The hcp thought the patient was having signs of too much fentanyl overdose. It was reported the patient had withdrawal and was in the fetal position with pain. The patient was showing signs of muscle spasm and tightening and ¿all the other stuff.¿ the patient may have had an overdose of fentanyl. Additional information received on (B)(4) 2013 reported the patient was going through withdrawal of pump medication and the hcp put the patient on oral pain medication. It was noted when the patient had a pump change, an addition catheter was added to move the pump from the abdominal area to the back. The pump was interrogated and found to be functioning normally. The patient was being referred to a neurosurgeon to have the pump moved back to the abdominal area and to have a new catheter put in.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).